Event description:
It was reported that during a routine follow-up, upon interrogation the pulse generator displayed a device parameter error message. The device was reprogrammed and remained implanted. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.